Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: dtbb2qq, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 6935m55, implantable tachy lead, implanted: (B)(6) 2013; 439888, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient is deceased and died approximately four weeks post implantable cardioverter defibrillator (ICD) system implant. The patient was reported to have been hospitalized with worsening cardiac failure at the time of death. The suspected cause of death is reported to be ventricular fibrillation (vf), ¿there were no signs of the shock delivery¿ and that the myocardium was weak. No defibrillation threshold testing was performed at implant and no performance data was available post mortem. The physician declined a device check and analysis.